Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 190 mg/dl when testing was performed within 1 minute of each other. It was stated customer took an unk amount of fast acting insulin as a result, however, no adverse event occurred. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.